Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported that the pod became painful and they went to the emergency room for treatment. Pod site was red and infected. Treatment was to drain the wound and doctor gave patient bactrim (antibiotic). Pod was worn between 24 and 36 hours and discarded.